Event description:
It was reported that the patient presented in clinic after receiving the patient notifier for nonsustained lead noise. Variability of the far-field sensed events was observed. Programming changes were recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.